Manufacturer narrative:
Voluntary medwatch form received: mw5147496. Further information could not be obtained as the serial number for the lead was not provided.

Event description:
It was reported the patient experienced extracardiac stimulation. The stimulation was unable to be reproduced in clinic. The patient reported there were no common factors as to position, time or activity when the stimulation was observed. An inquiry by the caller was also made as to whether any program was running in the background in a unipolar configuration.